Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the output connect assembly was broken. Analysis also revealed that the hanger assembly was cracked, the lower case was broken at the boss, one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricle port of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.